Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2011 and had performed up to specification on (B)(6) 2017. On (B)(6) 2017 the device failed the weekly auto self-tests due to a low battery. An additional low battery fail was recorded on (B)(6) 2017. Later (B)(6) 2017, information from the history log shows an increase of voltage and the device was power cycled passing a self-test on two occasions. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.